Event description:
It was reported that the lead was explanted due to high impedance. It was stated that the patient returned to the hospital because he 'did not feel paresthesias.' Impedances were "all" greater than 4,000 ohms. During the revision of the lead, the physician found that "all" impedances were greater than 10,000 ohms. It was stated that the physician decided to explant the lead and replace it with another lead. It was noted that the implantable neurostimulator was "okay." The patient reportedly was hospitalized and was feeling pain. The patient was reported as feeling "correctly paresthesieas" and was "fine." A supplemental report will be sent if any additional information is received.

Manufacturer narrative:
Final device analysis of the lead revealed the following: all conductors were broken 16.8 cm from the distal end of the lead.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3877-45, lot# 0204737347, implanted: (B)(6) 2013, explanted: (B)(6) 2013,product type: lead. (B)(4).